Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description : a french surgeon reported difficulties during a quantum surgery: - the surgeon wanted to cement the prosthesis to ensure an optimal fixation, but it seems that the surgeon used too much cement and had difficulties to impact the tibial component selected (size 4). The decision was taken to remove this tibial implant before cement fixation and replace it by a new implant; - a single tibial implant size 4 was available in the o.r, and the surgeon had to use a smaller sized implant than desired (size 3 xl); - the new tibial implant was also cemented; - the pe insert selected (5mm) dovetail was damaged upon insertion. A single implant of this size was available in the o.r and the surgeon had to use a bigger insert (6mm) in replacement. - with all the difficulties reported, the surgery lasted significantly longer than expected. Additonal information are to be collected and investigations are in progress.